Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous distal right coronary artery that is 90% stenosed. The 2.5x15mm trek balloon dilatation catheter (bdc) ruptured at 6 atmospheres (atm) during the first inflation. Therefore, a 2.0x12mm mini trek bdc was attempted to be used; however, ruptured at 8 atms during the first inflation. Rotablation was performed and the procedure was completed. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.